Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as unidentified (tear) opening (shell thickness within specification). Silicone migration: unable to observe as it is not related to the device. Crease/folding of implant: not observed. No other observations observed, no further actions are required.

Event description:
Physician reported implant rupture. Mammography and ultrasound identified, "with folds, suggestive of rupture, axillary lymph nodes with presence of silicone in at least 3 of them." Device has been explanted and replaced with another manufacturers device. This relates to the left side.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "axillary lymph nodes with presence of silicone".

Event description:
Healthcare professional reported left side "folds", rupture, "presence of silicone in the periprosthetic mammary parenchyma", ¿axillary lymph nodes with presence of silicone in at least 3 of them¿, and ¿axillary migration¿. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: unable to observe. ¿ crease/folding of implant: no observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side "folds", rupture, "presence of silicone in the periprosthetic mammary parenchyma", ¿axillary lymph nodes with presence of silicone in at least 3 of them¿, and ¿axillary migration¿. Device has been explanted and replaced.